Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexplained high blood glucose while using the infusion set and could not change the set immediately due to being at work; alerts for high glucose persisted for over 90 minutes, and after the user later replaced the infusion set, glucose levels decreased. Symptoms included hyperglycemia with a reported maximum glucose of 271 mg/dl and anxiety. Outcomes included no medical intervention, no assistance required, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no visible issue with supplies and that glucose returned toward target after infusion set replacement, consistent with a transient infusion delivery issue without confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.